Event description:
Information received by medtronic indicated that the customer reported on loss of communication between pump and the transmitter. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on samsung galaxy s21 fe (android 13) with mmt-1885 780g pump (software ver. 6.7v.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. After thorough investigation we have found that the issue is due to gatt undefined errors coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. Helpline also mentioned that after the phone and pump were brought to a different area that pairing was successful. It is likely there was some radio frequency/bluetooth interference. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: clear data of bluetooth app: settings , apps, manage apps , find and tap on bluetooth app , clear data reset network settings: settings , connection & sharing , reset wi-fi, mobile networks, and bluetooth , reset settings disable battery optimization for mmm app: long tap on mmm app icon , app info , battery saver , no restrictions try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the tp of the screen. User has 30 seconds in total to confirm 2 notification prompts. Ask user does the bonding dialogs was shown on pairing attempt. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) pump replacement medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.